Event description:
The dual trigger rotary was sent for evaluation due to continuing to run without user activation during a procedure. The case was completed successfully with a back up device without any procedure delay. There were no adverse consequences associated with the device.

Event description:
The dual trigger rotary was sent for evaluation due to continuing to run without user activation during a procedure. The case was completed successfully with a back up device without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device had a press fit failure between the high speed coupler and second stage of the geartrain. The high speed coupler transmits torque from the geartrain second stage carrier to torque pins in drill mode.